Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high-pressure alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 1/28/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a fluid/discolor upstream sensor seal. As a result, the downstream sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.